Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating x-ray imaging was performed and no anomalies were observed. Provocative testing was performed and the noise was unable to be reproduced. A review of medication is anticipated to be performed to resolve the event. No additional intervention has been performed at this time. The patient was in stable condition.